Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device implant procedure, the implantable pacing lead exhibited high threshold and the lead surface was worn. Subsequently, the ipl was explanted and replaced. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to ipl, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.